Event description:
Home pt reports leak in cassette of homechoice set used for automated peritoneal dialysis therapy. Daughter reports exact location of leak is unknown. Hp ended treatment early after noting leak. No pt injury or medical intervention required per daughter of hp. Machine was swapped.